Event description:
Device 2 of 2.reference MFR report#1627487-2016-01709.follow-up identified the scs system was activated and effective stimulation restored. The issue is resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR report#1627487-2016-01709. The patient received two quattrode leads (model 3156) with the same lot number. It was reported the patient's cervical system stopped working after he suffered a fall sometime ago. Surgical intervention was scheduled as the next course of action to address the issue. Follow-up identified surgery took place on (B)(6) 2016 during which time the leads were explanted and replaced with a new model.